Event description:
Procedure: vats. According to ther reporter: the surgeon insisted the trigger was pulled loosely on the lung tissue to the full length and the staples in the dlu scattered on the lung parenchyma unformed and the blade traumatized the tissue. Sutured to repair the leakage. Following the first staple cartridge, a new one or two were fired on the same line to repair some of the torn part, and the rest of it was repaired with few endoscopically placed stitches. However, the collection of the open ended staples one by one with the camera assistance added around 45 mins to the procedure. Total blood loss was insignificant being around 50-75cc. On the other hand considering the indication for surgery being recurrent primary spontaneous pneumothorax, the risk for lung tear and continuing air leak was a much greater problem than the blood loss.